Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. Cultures were taken from the leads and pocket. No further patient complications have been reported as a result of this event.